Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 8:40am. According to the csr's documentation, at the same time before the alleged issue began, the patient was experiencing symptoms of shortness of breath, slurred speech, and rapid heartbeat. It is not known what the patient's blood glucose result was before the onset of her symptoms. The patient reportedly obtained blood glucose results of "205 and 413 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages her diabetes with insulin (via insulin pump). In response to the alleged inaccurate erratic readings, the patient administered 10 units of humalog at the same time after the reported issue occurred and at 9:20am the patient administered an additional 10 units of humalog insulin. At an unknown time later, the patient indicated she went to the emergency room (ER) and at 10:57am the patient obtained a blood glucose result of "365mg/dl" with the ER/hospital meter. It is not known if the patient received any additional medical intervention during her time in the ER. At the time of troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. The patient administered insulin as self-treatment immediately after the alleged issue occurred and there is no evidence the patient required any medical intervention from a health care professional after the alleged issue began. However, this complaint is being reported because the alleged issue remains unresolved.